Manufacturer narrative:
The ge service rep performed an on-site investigation. The main plug connection needs to be repaired. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system would not display images. No pt injury was reported.